Event description:
It was reported that a vns patient had a complete revision surgery. The reason for re-implant surgery given on the implant card was due to lead discontinuity. Good faith attempts to obtain additional information has been unsuccessful till date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.